Manufacturer narrative:
The tandem user guide instructs the user to remove any residual air from the cartridge. The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the insulin gauge was inaccurate. Reportedly, the customer was not performing the air removal step. The customer reverted to an alternate method of insulin therapy. There was no reported adverse impact.